Event description:
The facility reports the pump infused too fast, during pt use, with no pt injury or medical intervention needed. The pump was setup with a piggyback and the piggyback infused in 10 minutes. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding further information on the set up of the infusion device.